Manufacturer narrative:
The pump, sn (B)(4), was in use for 19 day from (B)(6) 2021 to the time of the event.

Event description:
The site contacted berlin heart inc. To report that patient developed hemolysis for over a week. Hemolysis marker were obtained. The ldh level was recorded as 704 and the normal high is 270. The ldh is 2.5x greater than the upper limit of normal. The device was full fill and ejection. The pump was not changed as the site had no concerns of clinical symptoms of hemolysis. Due to multisystem organ failure, the patient was eventually withdrawn from care.